Event description:
The pt's diabetes nurse reported the pt experienced elevated blood glucose of 340-390 mg/dl. She stated e4 (occlusion) error was the only error message displayed and the battery was "weak" and replaced. The nurse requested the infusion device be evaluated for accuracy of insulin delivery. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.